Event description:
Harmonic scalpel used during the procedure. Scalpel stopped working, maybe due to contact with endoscopic staple line. Harmonic pulled off the field and the jam of the handpiece fell apart. Handpiece given to a representative who gave it to a team leader. Both pieces of the jaw were intact when pulled off the field.